Manufacturer narrative:
Device evaluation: the device was returned for investigation. The smiths label was intact. There was evidence of the reported failure in the event logs. A functional check and visual inspection were performed, and the customer's reported failure was not confirmed. The root cause of the reported failure cannot be established. The downstream occlusion sensor will be replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had battery issues. It is unknown if there was a patient, or clinician injury associated with this occurrence.